Manufacturer narrative:
The malfunctions were verified by a ge service rep. The castors, both front and rear were replaced. The tube was replaced and the system calibrated. The system was tested and found to be operating as intended and was returned to service.

Event description:
It was reported that the system 9800 had bad casters and that the x ray tube was arcing. There was no adverse pt involvement reported. There was no pt info reported.